Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic cholecystectomy, procedure the camera head displayed image noise and fluctuations in image. As such the procedure was delayed for less than 30 minutes under sedation, completed with the same device. No reports of patient harm or injury.